Event description:
Patient was to have lab drawn and chemotherapy from her port-a-cath. In lab, unable to aspirate. Some edema noted above port. Nurse attempted to flush line; increased edema above port noted. Patient sent to interventional radiology. Port fragment discovered in pulmonary artery. The foreign body (fragment of port-a-cath, approximately 26 cm of catheter) was retrieved from patient's pulmonary artery by interventional radiology procedure performed under moderate sedation.